Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) noticed that top and bottom display frames and right and left hinges required being replaced. The fse completed the replacement and the unit was returned to normal use. The components replaced are the bracket, frame, lcd upper , bracket, frame, lcd lower , the hinge,display,left and hinge,display,right. A gfe regarding whether functional and safety checks will be sent and the record will be updated upon response.

Manufacturer narrative:
Due to character limitation in e1: full event site name - (B)(6). Full event site address is - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) display won't close. There was no patient involvement.